Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A promus element stent was successfully deployed in the unspecified target lesion and the physician then performed rotational atherectomy. It was noted that when the burr of the rotational atherectomy device was advanced through the deployed promus element stent, the stent became shorter. It was confirmed that the stent remained implanted and the procedure was completed. No patient complications were reported and the patient's current condition is stable. This product is only ous approved but it is similar to an approved us device.

Event description:
It was further reported that a rotational atherectomy procedure did not take place. The 2.12-2.75mm target lesion was located in the 70-99% stenosed descendant anterior artery (da) which presented diffuse atheromatosis and moderate calcification in the mid and distal portion of the lesion with timi ii flow. A 2.0x15mm non bsc balloon catheter was advanced to the lesion and predilation was performed at 14atms and then the mid portion of the lesion was predilated at 20atms. A 2.25x24mm promus element stent delivery system (sds) was advanced to the lesion and deployed at 12atms and then re-dilated at 18atms. It was noted that there was resistant-calcified plaque proximal to the stent, therefore the most proximal part of the stent and the proximal plaque were re-dilated with a 2.5x15mm maverick balloon along with a 3.0x6mm cutting balloon at 10atms. It was noted that the promus element stent shortened after deployment; however, it is unknown how the stent shortening occurred. A second 2.75x24mm promus element stent was then deployed at 14atms overlapping the previously placed stent and then redilated at 18atms. The procedure was completed with good angiographic results with 0% residual stenosis and timi iii flow.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).